Event description:
It was reported that the pump indicated 'no disposable attached'. After an investigation, it was determined that the pump was not the issue, but the sets. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). (UDI) is unknown; no further information was provided. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Samples were received in new conditions without their original package. The samples were visually inspected at a distance of 12 to 16 inches under normal conditions of illumination to detect samples conditions that could cause functional issues. The samples did not present any damage, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. The samples were filled with water and connected to a pump to look for unusual function. The samples were fully priming and connected without difficulty, the pump was set running and the alarm was not activated. The reported issue was unable to be confirmed and there was no fault found with the returned samples. No actions taken were performed since the complaint was not confirmed.